Event description:
Patient was experiencing red heart alarms, the controller was sent back to the manufacturer and upon review, there were no findings that this had occurred. However, unusual power cable disconnect events noted upon review of the controller log file.